Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the suture inside the patient after the physician had difficulty throwing the right mesh leg assembly through the arcus tendineous. The physician retrieved the needle. The procedure was completed with a new capio device and braided polyester capio suture, tied to the lead of the mesh leg assembly. There were no complications or injuries to the patient.

Manufacturer narrative:
The complainant indicated that the mesh leg was implanted and the capio device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.